Event description:
The customer reported un-flagged and inconsistent platelet results for one patient involving the coulter lh 750 hematology analyzer. The erroneous results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated the patient was transfused during surgery due to the patient's condition, and clarified that the transfusion was not related to an instrument malfunction or discrepant results produced by the analyzer. The customer stated the results were considered to be erroneous as the automated values did not correlate with the platelet estimate obtained on the manual slide. There was no report of instrument issues.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Further review of the customer-supplied data revealed pre-surgery, the automated platelet counts, from an unknown instrument, correlated with the plate results from the manual estimates. Post-surgery and transfusion on (B)(6) 2014, indicated the patient was re-drawn, and the sample was analyzed on the lh750-2 system which recovered lower platelet results without platelet specific flags or suspect messages when compared to the manual platelet estimate performed on the same sample; no platelet clumps were observed. The customer indicated the automated and the manual estimate results were reported; however the platelet results from the manual estimate were accepted as correct. The patient was again redrawn post-surgery and analyzed on the lh750-2 system, and obtained an automated platelet result which correlated with the manual platelet estimate. In conclusion, a definitive cause of the incident could not be determined with the available information.